Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a lack of pressure. It was further reported that the balloon allegedly came loose from the axial catheter to which it should have been attached. It was allegedly detached completely once it came out of the introducer from the patient's body. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure via iliac vein, the pta balloon allegedly had a lack of pressure. It was further reported the balloon came loose from the axial catheter to which it should have been attached and was completely detached once it came out of the introducer from the patient's body. Reportedly it took a while to get it out because of the resistance offered by a device. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. During the visual evaluation, the balloon had a complete detachment from the catheter shaft with exposed inner guide wire lumen. No other anomalies were noted, and no other functional testing was performed due to the condition of the device. As the balloon was noted to be completely detached from the catheter shaft, no functional testing was performed. Therefore, the investigation was confirmed for the reported balloon detachment. A definitive root cause for the reported balloon detachment issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 06/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.